Event description:
On 08/21/2025 the patient reported experiencing hypoglycemia with a blood glucose (bg) level of 39 mg/dl after announcing breakfast late. The event was corrected with a glucose drink and peanut butter crackers. No outside assistance or medical intervention was required, and no symptoms were reported. No hospitalization occurred and no long-term health effects were reported.

Manufacturer narrative:
At the time of this report, the ilet evaluation is still in progress. A follow-up report will be submitted when investigation is completed. H6. Component code 4755 - no malfunction occurred with device. User misuse - meal announcement entered late.